Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and a temporary lead was implanted until two weeks later when a new system was implanted. No further patient complications have been reported as a result of this event.